Event description:
The customer reported receiving a "common service unable to proceed" error message on a unicel dxh 600 coulter cellular analysis system during daily checks. The system was inoperable after the error message appeared, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer evaluated the instrument at the customer's site and indicated that he found clenz and diluent reagents had leaked into the manifolds and solenoid vl201 on manifolds, mf330 and mf203 causing the solenoid to rust and not function properly. The leak was contained. The fse replaced the parts to resolve the issue. (B)(4).